Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were corrected: d4, d9, g2, h3. Based on the results of the investigation, the phenomenon, ¿coupler is damaged¿, was reproduced, however, a root cause could not be identified. It was recommended to replace the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a camera head had a detached camera coupling and broken connector. The reported issue was detected during estimation of the device. There was no patient injury or adverse event reported to olympus.